Event description:
It was reported that a 10mm amplatzer septal occluder (aso) was surgically removed from the aorta just above the renal arteries. The aso had embolized from the septum some months previously and was well endothelialized in the aorta. It was decided that no further device would be implanted as the patient's condition was satisfactory and the defect was not causing enough shunt to require closure at this time.

Event description:
It was reported that an amplatzer septal occluder (aso) was surgically removed from the aorta (just above the coeliac arteries). The aso had embolized from the septum some months previously and was well endothelialized in the aorta. Please note: implant and explant dates are estimates.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected product was not provided to st. Jude medical. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined.